Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was having facial droop (B)(6) 2018 at the nursing facility. The patient was then intubated and transferred for potential neurosurgical intervention. The CT showed significant progression in intracerebral hemorrhage and neurological intervention was deemed unlikely to benefit the patient. The patient's husband honored the dnrcc and the patient was extubated, and the lvad was turned off. Patient expired on (B)(6) 2018. No additional information was reported.